Event description:
The advocate alleged that the customer's contour gave a reading of 400 mg/dl and as a result, the customer was given too much insulin. The advocate stated the customer was taken to the hospital. No other info was provided about the event. On another occasion, the customer's contour read 300 mg/dl, while another meter read 126 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate declined to troubleshoot. She was advised to return the customer's test strips for evaluation. Replacement test strips and a new meter were sent to the customer.